Event description:
A patient experienced a slight increase in seizures above his pre-vns baseline. The patient experienced a mild increase in the frequency of generalized tonic-clonic seizures; however, the duration of the patient's seizures decreased. The patient also experienced a decrease in absence seizures. The patient's medication, onfi, was also decreased during that time. No additional relevant information has been provided to date.